Event description:
It was reported that the right atrial (ra) lead showed small p-waves. The right ventricular (rv) lead also noted small r-waves. Both leads remain in use. No patient complications have been reported as a result of this event.